Manufacturer narrative:
Product complaint # (B)(4). Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). A review of the device history record. Part: 324.212. Lot: 5l56895. Manufacturing site: (B)(4). Release to warehouse date: 21. Aug. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot with 5l5689 was a incomplete lot number provided, most likely the complete lot number is 5l56895, therefore the DHR review was performed for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal femur fracture around distal femur hinged total knee arthroplasty (tka) on (B)(6) 2020. The depth gauge was observed to have a missing ball bearing and the 3.2mm drill bit was broken while drilling the most proximal screw. The tip of the reported drill bit remained in the patient. The surgeon selected a duplicate drill bit to proceed with screw application as planned. The procedure was successfully completed with 30 seconds surgical delay. Patient status is unknown. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). This complaint involves two (2) devices. This report is 1 of 1 for (B)(4).